Event description:
It was reported that the ilet user experienced a low blood glucose of 67 mg/dl after a lunch meal announcement, which was treated with oral glucose (juice) and returned to 86 mg/dl. The likely cause was an incorrect meal size entry, categorized as an improper or incorrect procedure. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified as announcing an incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.